Event description:
It was reported that the customer had issues with the sensors and infusion sets. The customer received calibration error and change sensor alarms. A sensor was damaged out of the packaging. The customer's blood glucose level was 170 mg/dl but her sensor glucose reading was 70 mg/dl. Her insulin pump went into threshold suspend. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected five opened/used sensors and performed bicarbonate buffer test. One of five sensors failed for high readings. The remaining sensors passed per specifications with accurate readings.